Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Had some pieces still inside. Got the pieces of tampon out- vagina [foreign body in reproductive tract] . Irritation vagina [vulvovaginal discomfort] fibers where coming out of the tampon and coming apart [device breakage] apart when I would remove the tampon I had some pieces still inside [complication of device removal] . Case narrative: consumer reported via email that the tampon fibers were coming out. No serious injury was reported.